Event description:
Is actually swallowed in small pieces with saliva into the oesophagus [accidental device ingestion]. Began to have chest pains [chest pain]. Began to hiccup and burp whenever he used the denture fixative cream [hiccups]. Began to hiccup and burp whenever he used the denture fixative cream [burping]. These discomforts would subside [discomfort]. Which revealed active helicobacter pylori [helicobacter pylori infection]. Could no longer stand it from the pain and visited his gp [pain]. Possible allergic reaction after using the fixative cream on his stomach [allergic reaction]. The stomach and belching difficulties still persist [gastric disorder]. Belching difficulties still persist [gastrointestinal disorder]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (corega fixative) cream (batch number unk, expiry date unknown) for product used for unknown indication. Co-suspect products included double salt dental adhesive cream (corega cream mint flavor) cream (batch number unk, expiry date unknown) for product used for unknown indication. The patient's past medical history included tooth extraction. On (B)(6) 2022, the patient started corega fixative. On an unknown date, the patient started corega cream mint flavor. In (B)(6) 2023, an unknown time after starting corega fixative and corega cream mint flavor, the patient experienced chest pain. In 2023, the patient experienced accidental device ingestion (serious criteria gsk medically significant), hiccups, burping, discomfort, helicobacter pylori infection, pain, allergic reaction, gastric disorder and gastrointestinal disorder. The patient was treated with gaviscon nos (gaviscon syrup). On an unknown date, the outcome of the accidental device ingestion, chest pain, hiccups, burping, helicobacter pylori infection, pain and allergic reaction were unknown and the outcome of the discomfort, gastric disorder and gastrointestinal disorder were not recovered/not resolved. It was unknown if the reporter considered the accidental device ingestion, chest pain, hiccups, burping, discomfort, helicobacter pylori infection, pain, gastric disorder and gastrointestinal disorder to be related to corega fixative and corega cream mint flavor. The reporter considered the allergic reaction to be possibly related to corega fixative and corega cream mint flavor. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details : adverse event information was received from consumer on 14mar2023. The consumer stated that, "I am contacting you regarding mr. Who had his upper teeth extracted in late november. After three weeks, on 20 december 2022, mr. Was fitted with dentures by his dentist, which were fixed with corega fixative cream. Mr. Did not feel anything until approximately mid-january. When he finished using the first pack, he also tried the mint-flavoured fixative cream. In the second half of january, however, mr began to have chest pains, although the results of an ECG exam were normal. Thereafter, mr began to hiccup and burp whenever he used the denture fixative cream. At first, he did not suspect it and began to use gaviscon syrup in the hope that these inconveniences would subside. We therefore contacted the dentist, as the packaging of the fixative cream states that a doctor should be contacted in case of adverse events. The dentist stated that the fixative cream should not affect the stomach. But the discomfort continues to persist. In february, mr could no longer stand the pain and visited his gp, who admitted the possibility of a possible allergic reaction after using the fixative cream in his stomach. She decided to send mr. To gastroenterology, where the sonographic results were complemented by a gastroscopic examination of his stomach with the finding of active helicobacter pylori. At the hospital, mr. Was prescribed two antibiotics, which he took, but after each application of the fixative cream, the stomach and belching difficulties still persisted. Mr is therefore worried about whether the fixative cream, which, although it holds the dentures in place on the gum, is actually swallowed in small pieces with saliva into the oesophagus, thus irritating the stomach lining.".

Manufacturer narrative:
Argus case ID: (B)(4).